Manufacturer narrative:
(B)(4). The lot 13g066 was manufactured july 29, 2013 - july 31, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was discarded by the customer; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that under infusion was noticed in a large volume folfusor during infusion of fluorouracil and nacl. There is no report of patient/user injury or medical intervention was needed in association with this event.